Manufacturer narrative:
The cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge including the luer connection and the o-rings. A cartridge force test was completed with all of the cartridge force measurements within required specifications. A lot review investigation of the incoming cartridges per lot was completed prior to release of this lot and ensured that all cartridges passed for this lot.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 2: the device has been returned and evaluated by product analysis on 10/02/2017 with the following findings: there were multiple occlusion alarms observed in the black box that were associated with high force. The pump successfully completed a rewind, load, and prime sequence with no alarms. The sensor was detecting the correct force when the force sensor calibration test was completed. The pump was exercised for 24 hours with no occlusions occurring. The initial complaint was not confirmed. The pump was opened and there were no intermittent conditions found on the force sensor circuit. The battery compartment and returned battery cap were undamaged and the battery cap was able to fit securely to the pump. The product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.